Event description:
It was reported that during routine inspection while receiving the kit t62-ic I noticed that item # 1806-6138 (threaded rod) is damaged, one end of the rod is bent and the other end is stripped.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a review of the DHR revealed no discrepancies in material or manufacturing. Dimensional check revealed no deviations in the relevant undamaged areas. Appearance of damage especially of the thread indicates rough handling. The circumstances where the damage occurred are not described. Traces of use confirm that the devices had been used frequently until damage during the past 6 years. We regard this event as user related. No discrepancies found during risk analysis review. Investigation revealed no new non-conformance.

Event description:
It was reported that during routine inspection while receiving the kit t62-ic I noticed that item # 1806-6138 (threaded rod) is damaged, one end of the rod is bent and the other end is stripped.